Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial surgery, the surgeon was attempting to implant a continuum cup with an offset cup inserter. After several strikes of his mallet, he tried to re-tighten the bolt attached to the cup. He realized the bolt had broken, and he was unable to tighten it. He removed the cup, opened another cup inserter and cup. The procedure was completed with very little delay. No adverse events were reported due to the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.